Event description:
It was reported that the pt arrived at the hospital for dialysis with the arterial ext. Tubing filled with blood. Before starting the dialysis, a leak could be seen just proximal to the bifurcation of the arterial line.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.